Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction bolus to address bg level. Tandem technical support (cts) confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.